Manufacturer narrative:
2597, 2123, 2558 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced occasional tailbone pain when sitting for a prolonged periods, need to use a double void technique, urethral bleeding, brownish vaginal discharge, urinary leakage, vaginal dryness, vaginal mucosal atrophy, gross hematuria, lower urinary tract symptoms including frequency and urgency, mesh arms palpable laterally in the anterior vagina, mesh arms tender upon palpation, vaginal yeast infections, acute vaginitis, acute vulvitis, persistent vaginal bleeding with odor and discharge, urinary tract infections, leaking at night when she rolls over causing urine to run down her bottom, recurrent stress incontinence, burning when urinating (dysuria), distal posterior mesh exposure with yellow discharge and odor, overactive bladder, significant urethral discharge, mixed incontinence (urge and stress) and required one surgical intervention and multiple nonsurgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment.